Event description:
It was reported that the spider positioner was overheating when it was used. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the device was received pressurized. No accessories included. A functional evaluation was performed using a test battery. The device was depressurized. The dumbbell joint was stiff. The rocker switch was activated and the device took approximately five seconds to pressurize. The set up button was utilized and multiple movements were performed. Each time the device was delayed in pressurizing. There were two attempts where the motor continuously ran and the battery began to grow warm. No components were hot to the touch. Piston migration was 2.61 inches. The root cause reported for overheating and the delayed pressurization found during the device evaluation were associated with a component failure. Factors which could have contributed to the reported event include a seal failure can result in air getting into the hydraulic system and can cause the device to take an extended period to pressurize which can cause the battery to get warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.